Manufacturer narrative:
MDR 2518422-2023-25572 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2023-25877. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that there is particles in device/tubing/change and airway. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.